Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled device changeout procedure. During the procedure, the right atrial lead exhibited high capture thresholds. The physician elected to explant and replace the lead.